Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate missing the pcacy vga flexport, cbl pc internal audio cable and the pca - pcie audio amplifier card. Based on the information available and the testing conducted, the cause of the reported problem were missing parts. The reported problem was confirmed. The device was operational after placing the missing pcacy vga flexport, cbl pc internal audio cable and the pca - pcie audio amplifier card, the repaired device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported this is a backup spare unit they wanted to use; however, the patient information center ix did not have sound. They performed troubleshooting and when they loosened the lid, they identified there is no cable from the sound card and that it a screw is missing. The device was reported to be in clinical use. No adverse event to the patient or user was reported.